Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor patient control module (pcm) watch had a partially detached button. The reporter stated that after removing the securing clip, the spring tension under the button caused the back-plate to partially detach from the body. The reporter stated that this resulted in an overinfusion of morphine, as this defect caused a constant infusion of the drug even though the button was not pressed. As soon as the overinfusion was identified, the device was disconnected from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.